Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer did not complete the necessary steps to remove air from the cartridge. Tandem technical support educated the customer regarding the air removal process. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.